Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a pump reboot. During a visual inspection of the pump, evidence of moisture ingress was found in the battery compartment. A leak test was performed and confirmed a battery compartment leak. The returned battery cap secured properly to the pump and was used to complete investigation. The pump case was removed and no further evidence of moisture ingress or intermittent connections was found. A loss of power was not duplicated during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power. Moisture was allegedly visible in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.